Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) is experiencing right ventricular (rv) oversensing, likely due to electromagnetic interference (emi). This oversensing has also resulted in pacing inhibition. During these events, the ventricular rate slows to the 30 bpm range, although no asystole was observed, with the longest recorded event lasting 25 minutes. It is recommended that the patient be evaluated in the clinic and undergo further testing. No additional adverse patient effects were reported, and the device remains in service.